Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an insulation break. During a routine replacement procedure the physician found an insulation break in the rate sensing portion of this lead, the lead was capped and replaced with a new endotak lead.